Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 12 hours into treatment with one unit of an oxiris set, precipitation was observed on the pbp line. The precipitation was not further described. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available for evaluation, however, a picture was provided. The visual inspection of the provided photo observed a precipitate matter in the pbp line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.